Manufacturer narrative:
The complaint was verified based on the returned sample, in which a black particle was observed. Particle testing identified the material as stopper related. The investigation at the vial-filling site identified no issues that could have contributed to particulate contamination, so stopper coring due to twisting the baxject ii hiflow device during use is considered the likely cause.

Event description:
During administration of adzynma, after transferring the diluent vial into the product vial, small black foreign particulate matter resembling rubber fragments was observed in the product vial.

Manufacturer narrative:
Complaint sample investigation is pending.

Event description:
During administration of adzynma, after transferring the diluent vial into the product vial, small black foreign particulate matter resembling rubber fragments was observed in the product vial.